Event description:
It was reported that while using the surgical fiber during a prostate procedure, the output beam was observed to be blinking at 46,355 joules of use. The procedure was completed using a second surgical fiber. Patient outcome: "no damages to the patient."

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone at the bevel. Mild char on the metal cap and mild devitrification of the glass cap at the fracture were also observed. The identified issues may activate the laser systems fiberlife functions which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure.